Manufacturer narrative:
Investigation in progress, but not yet concluded.

Event description:
During priming of the device in preparation for use for a cardiopulmonary bypass procedure, the user reported the error message "battery cannot be charged, battery needs service" was displayed, indicating the battery backup power may not be available. The service engineer replaced the batteries and the power manager board. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.